Event description:
A customer reported experiencing a cartridge alarm 30 during pumping, indicating a recurring issue. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range, so there was no adverse impact. Although technical support suggested that the issue might occur again and offered a pump replacement, the customer opted not to replace the pump immediately but agreed to follow up and replace it if the problem persisted in the future. The case was closed by technical support.